Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube leak, the root brace rubber (insertion flexible tube) cut, the r/l lock knob improper adjustment, the bending rubber worn out, the brand plate worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.